Event description:
The customer called and reported a button on the insulin pump stop working and the device had frozen up twice. Customer's blood glucose was in the 300 to 399 mg/dl range. It was also reported that numbers were scrolling without stopping and at other times, none of the buttons were responding. The customer also stated she had gone into diabetic ketoacidosis the previous month, possibly due to an infusion set tubing or insertion site issue. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly and no frozen display noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.